Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Weird bowels [gastrointestinal disorder]. Stomach pain [abdominal pain upper]. Piece of cardboard applicator inside vaginal canal [foreign body in reproductive tract] found a piece of cardboard applicator inside vaginal canal, it was decomposing [device breakage]. Consumer contacted via social media and stated that she found a piece of cardboard applicator inside her vaginal canal. No serious injury was reported.